Event description:
Customer reports the technician scanned one patient but another patient's name was on the printer report. There was no impact to patient care as a result of this event.

Manufacturer narrative:
Customer states the therapist caught the error before results were reported. The hospital determined that the correct patient sample was scanned. The cause for this error is unknown.